Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with no esc button response due to a flattened button dome switch. No button error alarm was noted during testing. No moisture damage was noted inside the pump. The pump also had minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker.